Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was found to have power loss when patient woke up. The reporter stated that the pump did not give low battery or replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/22/2013 with the following findings: testing was unable to duplicate "intermittent power" condition. Pump powers to the "verify" screen with vibration, a fully visible display and a low audible tone. Black box shows multiple "power on reset / reboot" conditions on (B)(6) 2013. Battery compartment intact, no cracks. No evidence of moisture contamination inside battery compartment or on underside of battery cap. Battery cap is able to fully tighten. A power loss was not observed. Battery cap measures within specifications. Audible tone is very low. Audible tone measures 51.3 db. Installed test cover and audible tone is in accordance with normal operation: bad piezo. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. Pump case was removed, no evidence of moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.